Event description:
Additional information was received stating that the patient's blood loss was approximately 200 ml. The correct volume was restored through liquids¿ infusion. The connector of the temperature sensor was screwed and fixed immediately avoiding further actions. The treatment has been completed with the same device without further problems.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. The manufacturing records were reviewed for irregularities to determine if there was a potential issue with the product. A review was performed of the respective batch records of the xlung kit 230 from the reported lot and the oxygenator did not show any evidence of a non-conformance during the manufacturing process. Because the product was used to complete the treatment, a defect of the product is not suspected. A loosening of the temperature probe might have been due to the situation of transportation. Based on the available information and the overall critical status of the patient, a connection between the blood loss and the patient¿s death is not conclusive. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device and the complaint is not confirmed.

Event description:
Through review of multiple follow-ups with the admitting hospital, via the xenios country complaint manager, it was found the patient was admitted to the hospital for mitral stenosis due to shone¿s syndrome and a pseudomonas infection. Extracorporeal membrane oxygenation (ECMO) was initiated due to acute respiratory distress syndrome, pulmonary hypertension and right-sided ventricular heart failure. After 72 hours of ECMO support, the patient was transported within the hospital for a computed tomography scan. During the transport, it was found the patient¿s blood was leaking through a temperature probe port due to an unsecured temperature probe that appeared to be secured in place. As a result of the leak, the patient had a blood loss of 200 ml which was replaced into the patient by liquid infusion. It was stated the patient did not incur a serious injury as a result of this blood leak and required no further medical intervention beyond the fluid replacement. It was reported the total run time for ECMO support was 296 hours at which time the support was completed. The patient subsequently expired; however, cause of death and any relation to ECMO support was not reported. Though initially reported to be available, additional information was received indicating the sample was not available for evaluation. Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung kit 230 and the event of blood loss. It is well established that blood loss during ECMO support is an anticipated mechanical complication and is often quickly remedied by fluid and/or blood infusion. A temporal relationship does not exist between ECMO support and the patient¿s expiration as it was reported ECMO support was completed without incident prior to the patient¿s death. Therefore, it can be concluded a causal relationship does not exist between the blood leak, ECMO support and the patient¿s death. The source of the patient¿s blood loss can be attributed to an unsecured temperature probe into a port on the xlung kit 230; however, it can be determined there was not a failure with this connection as it was reported the same temperature probe was able to be properly secured to the same xlung 230 kit following this event. This is further evidenced by the use of the same temperature probe and the same xlung 230 kit with ECMO support for an additional 224 hours without further reported incident. Thus, a deficiency or malfunction of the xlung kit 230 can be excluded as a cause of this event. Based on the available information, an allegation exists stating this adverse event was due to a loose temperature probe that appeared to be secured to the xlung 230; however, there is no objective evidence any fresenius/ xenios product(s) or device(s) deficiency, or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO) patient transportation for a computed tomography (CT) scan, severe blood loss from the housing of the temperature probe was identified. It was reported that the housing was almost totally unscrewed but still in place. The event occurred after 72 hours during a total treatment time of 296 hours. Upon follow-up, it was confirmed that there were no additional symptoms, injury, adverse event, or medical intervention required as a result of the reported event. The patient¿s estimated blood loss (ebl) was not provided. Additional information was requested but to date, has not been provided. The product sample is expected to be returned to the manufacturer for evaluation.